Manufacturer narrative:
The reported complaint of probable leak of the cool line catheter (lot # 85025) was not confirmed. No issues, or discrepancies were found on the returned catheter. No device malfunction was observed during the testing, and the catheter functioned as intended. Visual examination of the returned catheter was performed. No physical damage to the catheter was found. Observed blood residue on the balloons, and on the distal luered tubing. Functional pressure leak test of the returned catheter was performed. All infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. No leak was observed. All lumens flushed as intended. The returned catheter was connected to returned suk (lot # 140968) and ran on a peristaltic pump for ten minutes at a high-speed rate, no leak was observed and in addition, the catheter was connected to the returned suk and tested in the thermogard xp ivtm system, running in the max warming mode with a target temperature at 37°c for 60 minutes and running in the max cooling mode with a target temperature at 35°c for 60 minutes. No leak was observed on the catheter. The catheter performed as intended.

Event description:
After the third day of ivtm therapy, the nurse observed 100 cc. Of saline left in the 500 cc. Bag and the saline bag was replaced on the fourth day. After replacing the saline bag, no decrease of saline was observed. No leak was observed, and the therapy was completed. No consequences, or impact to patient.